Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the minimed mobile app was not pairing with the pump. And the customer requested a status update on an unresolved app issue that had been escalated. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6101. Troubleshooting was initiated but not completed due to unsuccessful customer contact or the customer declining further troubleshooting. Multiple follow-up attempts and escalation updates were documented, but the pairing issue remained unresolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Customer reported loss of connection between the pump and mobile device samsung galaxy s25. Based on investigation, the logs indicate customer using an iphone and no pairing failures seen in logs. We requested helpline to reconfirm the username and the device details to investigate the issue further. Issue is not confirmed. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.